Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. No other patient samples or quality controls were affected in the event. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and tested on the same instrument and an alternate instrument and the original sample was repeated on the same instrument and an alternate instrument. Both samples resulted lower on both the same instrument and the alternate instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.